Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event it has not been possible to determine root cause of this event, nor determine if there were any defects related to the captor valve. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2014: an (B)(6) male patient underwent taa repair. The patient's access vessels were more than 7.0 mm but with severe calcification. The physician inserted esbe-34-77-t-pf first from the left femoral to see if the delivery system can be advanced. However, soon after insertion, large amount of blood leaked from the hemostatic valve, so he decided not to continue deploying the stent graft and removed the delivery system ((B)(4)). Then he inserted zteg-2p-34-202-pf from the left femoral, but it wouldn't pass the common iliac artery. He tried to insert from the right femoral, but failed too ((B)(4)). He didn't want to damage the vessels by further attempt, so he discontinued the procedure without placing any stent grafts. The patient will be followed closely. Patient outcome: the patient's condition is stable.